Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso(B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso(B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per iso(B)(4) and sterility per iso 11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod's insertion site while wearing the device longer than 48 hours. Symptoms reported include swelling, pain and a blood glucose level over 250 mg/dl. The patient sought medical attention and was diagnosed with an infection. The patient was prescribed amoxicillin (125mg tablet), to be taken twice daily for 10 days.

Manufacturer narrative:
Investigation of the received device found no damages on the formed needle and bottom housing that would contribute to skin infection, swelling and pain during insertion at the infusion site. The actual cause of the reported events could not be determined. The exposed portion of soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin, but no other damages or defects were found in the device that would cause a failure to deliver insulin prior to the alarm.